Event description:
It was reported that the insulin pump alarmed no delivery during prime and bolus. Customer stated that they tried all remedies but it did not work. Customer's blood glucose was 6.2mmol/l. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.